Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.